Manufacturer narrative:
Case was incorrectly coded upon initial receipt. An internal audit identified the error and case was sent late for regulatory assessment and filing.

Event description:
Customer's grandmother reported that grandson awoke early in the morning and began to have a hypoglycemia induced seizure. Customer's last blood glucose test was conducted the night prior with a result of 238 mg/dl. He dosed with 4 units of nph and one humalog. Child was taken to the lab for comparison testing. Blood glucose test results were received comparing lab (130 mg/dl) with freestyle (150 mg/dl). The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications. Customer's grandmother did not report medical treatment.